Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686n030005. The history files were read out and analyzed. The customer specified (B)(6) 2026 as the date of the incident. Therefore, the last therapy was analyzed. (B)(6) 2026 a space line was selected at 20:29 and the infusion started with dose calculation a rate of 3ml/h at 20:31. Drug short name was noradss. The vtbi was set to 80ml. The delivery rate was changed several times because of the dose calculation. One day later, on (B)(6) 2026, at 10:54 the therapy was interrupted by user. A total of 41,47ml was infused using the tubing set. No other anomalies could be detected. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the production seal were available and undamaged. The device shows age related signs of wear and tear. Mechanical damage could be found on the upper and lower parts of the housing. No other damage was detected. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were checked according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). A delivery accuracy measurement according to (B)(4) was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,02%. ((Accuracy of set delivery rate should be: ± 5 % according to (B)(4)) all measured values are within our specification. The device was disassembled, and the inside was investigated. No visible damage was found. Some less residues of dry liquid could be found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: ICU - sedated and ventilated post op below knee amputation for thrombus. Patient was receiving bp support with noradrenaline infusion. X2 episodes of spontaneous hypertension in the presence of nil care interventions / stimulation of patient and no movement / manipulation of lines / pumps attached to cvc. Patient sedated and otherwise no cause identifiable for hypertensive episodes. Appropriate actions taken including pump swap out. Patient experienced significant hypertension, hypotension and bradycardia during and immediately after these episodes. Pump did not alarm. For pump interrogation by mt&p. Pump swapped out without any issues.